Manufacturer narrative:
The device was received deployed. External damage was observed to the top housing. Damages corresponding to the observed top housing damage were observed upon opening the device. The data obtained from the device shows the pod completed the first priming sequence. The device was received in pod state 14, indicating that the pod did not complete the activation process. During investigation a tear was observed in the exposed portion of the soft cannula. The location of the damages along with the data suggest the damages observed were post-use and compromised the integrity of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16 mmol/l (288 mg/dl) while wearing the pod on the back between 1 and 4 hours. Hyperglycemia treated by activating new pod and bolus.